Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 3 mg/dl. Customer stated that she was unconscious prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had intermittent button response during testing due to corroded keypad traces. Cracked reservoir tube and cracked battery tube threads noted during visual inspection.